Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced burning pain with ejaculation; therefore, medical imaging tests are planned. No additional information was provided.

Manufacturer narrative:
The exact event date was not available, therefore the date 01/01/2025 was used as estimate. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced burning pain with ejaculation; therefore, medical imaging tests are planned. No additional information was provided.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes. The exact event date was not available, therefore the date 01/01/2025 was used as estimate. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).